Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming with the numbers "41541" on the screen. The battery door opened and closed with a 10 second pause in between. The pump powered back on, but the pump continued to alarm, and the screen had the numbers "41541"displayed. The batteries were replaced with fresh batteries and pump powered back on, but the alarm and "41541" message persisted. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.